Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving saline (pfns, pbs) via an implantable pump for cancer chemotherapy/liver/metastatic or primary indications for use. It was reported that the pump was implanted in (B)(6) 2021 for colon cancer treatment. The scans have been clear since and we are just maintaining the equipment with heparinized saline. They hope to remove the device in (B)(6) 2026. The device was malfunctioning and alarming with a low-level alarm (two tone) and they filled it appropriately, the laptop registered the 20 ml, and then 19.4 ml the following day, but the system was not updating and had single tone alarm that occurs three times a day. We need our local representative to meet at her/his convenience at the (B)(6) location to assess the machine and end the alarm. Additional information was provided from a consumer stated that their device was alarming. The patient also noted that they were in 'maintenance mode' and they will be in 'trial' next week. The agent did not ask for sr details as the agent did not want to further escalate the patient. The agent redirected the patient to their healthcare provider. Additional information was provided from a consumer stated that the patient reported that the pump was alarming. The patient was transferred to the technical services. Additional information was provided from a healthcare provider stated that the patient pump was alarming. The patient stated that patient pump was filled on (B)(6) 2025. The patient pump was due for a refill on (B)(6) 2025 but they brought the patient in early because the pump was alarming. They withdrew 2 ml from the pump reservoir. The patient pump was filled but the patient pump was still alarming. The technical services (tss) reviewed how to silence the alarm on the pump, but the patient was not present on the call to verify if they were able to silence the pump. The hcp will call back if needed additional information was provided from a healthcare provider stated that the pump was "beeping" following a recent pump refill. The patient's pump was refilled on either (B)(6) 2025 (caller was unsure). The scheduled refill date was (B)(6). During the refill procedure, the nurse aspirated approximately 2 ml from the reservoir, with the expectation to fill to 20 ml. It was noted that there was code 97 (low reservoir) and an active alarm on the home screen with no refill date present. The patient's pump currently contains no drug, only saline. Technical services reviewed with hcp how to adjust the low reservoir alarm settings and provided instructions on deactivating the active alarm from the home screen. No additional issues were reported.